Event description:
Country of complaint: (B)(6). Defect type: broken, and fraying thread (suture).

Manufacturer narrative:
Us reporting agent notification received: (B)(4) 2014. Defect type: broken, and fraying thread (suture). Points are placed in prostatic bed suture frays and breaks; additionally the needle breaks and extracted into fragment. Additional placement of new items is performed and the suture breaks again. No additional info provided at the time of the report. Eval on-going. Mfg site eval: eval is ongoing. No pt impact or serious injury reported.